Event description:
The school nurse reported that the patient had a low reservoir alarm on the insulin pump. The customer's blood glucose level was 400 mg/dl. The school nurse was advised not to refill a reservoir it has to be new one. The school nurse was advised that they use the same tubing and to disconnect and then connect tubing to the patient and use it. The school nurse was advised that the insulin will alert 2 times and that will alert depending what customer has it set to. The school nurse was confirmed basal will continue to run the same even when reservoir is low.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.